Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly inside the introducer sheath, and additional kinks in the pusher assembly. This damage was incidental to the reported complaint. The detached embolization coil likely occurred due to pusher assembly fracture. The additional pusher assembly kinks may have occurred during packaging of the device for return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil lp and a microcatheter. During the procedure, the physician could not advance the ruby coil lp at all from its initial position within its introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.